Event description:
Additionally, healthcare professional reports "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, crease folds, wear/abrasion and white particles in the shell. Cloudiness and voids in the gel were observed after the autoclave cycle. Creases were observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.